Event description:
It was reported when using the pyxis medstation es system had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a medication jam. A field service engineer checked the station and the drawer and cleared medication jam to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.